Event description:
It was reported that during an unknown procedure, the instrument blade broke but did not fall into the pt. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.